Event description:
System error, power board failure was detected. There was no patient contact, no patient injury, and no delay in surgery. The product was placed on the repair workbench, found by the biomedical engineer no further significant details could be provided.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the power board was verified as faulty. The cam02 log file was reviewed as part of the complaint investigation and the review identified error code e1057 occurred on the (B)(6) 2015 at the reporting facility. Error code e1057 is a power board firmware incident which occurs due to the board's supply voltages are out of bounds. No non-conformances reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. The quantity of complaints over the review period with the key word identified in the complaint review can be calculated as 0.07% of procedures. Conclusion: the cause of the error code e1057 was identified as a defective power board in the cam02 monitor.